Manufacturer narrative:
Additional manufacturer narrative - the explanted device was not returned to manufacturer as it was discarded at hospital. Without receipt of the explanted device, the clinical observation cannot be confirmed. Edwards will continue to monitor all events.

Event description:
Documentation was received from hcp indicating that valve had been replaced due to calcification of leaflets and tearing of one leaflet. The patient experienced bioprosthetic valve stenosis and insufficiency. The device was not returned to manufacturer as it was discarded at hospital.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately thirteen (13) years, was explanted due to unknown reasons. The explanted device was replaced with a bioprosthetic valve. Follow up for patient records has not been successful.

Manufacturer narrative:
Additional manufacturer narrative - attempts to retrieve device and records from health care provider have been unsuccessful; without return of the explanted device a root cause cannot be investigated or determined. Edwards will continue to review and monitor all events. Additional information will be reported if received.